Event description:
A ventilator's oxygen blending module board was replaced at a third party service center. There was no harm or injury reported. The oxygen blending module board was returned to the manufacturer for investigation. The root cause of the board failure was an out of tolerance air flow sensor.